Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided for further evaluation. Without the actual device the exact root cause was not determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurse responded to call from patient in his room. When she entered the room she found approximately 50ml of chemotherapy cisplatin on the floor. The IV line become disconnected at PICC line and tubing. The report also stated that this may have been a case of the nurse not tightening the connections of all pieces (tubing, anti-syphon valve, equashield ll-y) all together. No injury reported.